Event description:
Information received from the field does not address the patient's clinical status but notes that the patient presented to the clinic with an error message of "unable to interrogate, problem with pacemaker software." The device was pacing at approximately 125 ppm. The rate was reduced to 95 ppm when magnet was applied. A software down- load restored device function, but upon enabling the sensor the rate increased to 125 ppm. The device was replaced.